Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the switch 2 had a pinhole. The air/water-cylinder had discoloration. The suction-cylinder had no color, forceps channel port had a scratch. The plug unit had a scratch. Due to burn on c-cover, insulation resistance value at distal end did not meet the standard value. Due to adhesive peeling around objective lens, streak of flare appeared in the image. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The image guide protector had a cut. The objective lens had a scratch. The second bending section / passive bending section was deformed. The bending tube was deformed. The connecting tube had a dent. The connecting tube had a scratch. Due to clogging of jet-tube in control unit, water could not be supplied. The universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope required revision of tie rods. The issue was found during inspection prior to usage for procedure. The device was returned for evaluation. During the device evaluation, the jet tube had white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.